Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated alert 38 indicating a stalled motor after changing supplies, though a dry run delivered (B)(4) units of insulin without issue, and the user was advised to complete a full supply change. Symptoms included elevated glucose over 400 mg/dl. Outcomes included no hospitalization and resolution with troubleshooting and education. Investigation included user-guided troubleshooting that verified motor function during a priming test and assessed for supply-related occlusion or setup factors. Investigation of this case revealed no device malfunction during the dry run, suggesting a transient supply or setup issue consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or supply-related factors rather than a persistent device failure.